Event description:
It was reported that (1) tlc10 device was used during a gastric bypass procedure. It was reported by the rep that the tlc10 has malformed staples. It is unknown how the case was completed and there was no consequence to the pt.